Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase level was 4.2 ukat/l on (B)(6) 2015 and 9.4 ukat/l on (B)(6) 2015. A ramp study revealed that the patient's aortic valve remained closed at 11,200 rpm. Pump thrombosis was suspected. The patient was reportedly in good clinical condition and was placed on IV heparin as a precaution. The patient was transferred to another facility and received a heart transplant on (B)(6) 2015. During the transplant procedure, the surgeon noted the pump pocket was infected. The explanted pump was disposed of. No additional information was received.

Manufacturer narrative:
Approximate age of the device - 4 months. The event occurred at university hospital (B)(6). The report of suspected pump thrombosis could not be confirmed because the device was not available for evaluation. The instructions for use lists device thrombosis, hemolysis, and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the manufacturer¿s complaint history showed that the patient had a previous pump exchange due to thrombus on (B)(6) 2015 (reference medwatch MFR# 2916596-2015-00320). A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.